Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 months of support (following a pump exchange) the patient expired related to multiple system organ failure (msof).

Manufacturer narrative:
The manufacturer attempting to acquire information from the hospital regarding the product disposition. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.